Manufacturer narrative:
UDI: (B)(4). Two (2) xpdm quick-con si poly scwdrvr were returned for evaluation. An analysis was performed to investigate the fracture of two expedium polyaxial screw drivers (product code: (B)(4). Visual examination at the macroscopic level revealed a fracture located at driver lot mi51244¿s distal tip. The second half of the driver tip was not returned for analysis. Visual examination at the macroscopic level revealed twisting of driver lot mi51244¿s distal tip. An optical image of the distal tip for driver lot mi51244 reveals plastic deformation of the hex lobes. The hex-lobes are noticeably twisted in a manner consistent with torsional overloading. An optical image of the fractured surface for driver lot mi51242 reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip breaking and twisting of the driver cannot be determined with the information provided. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static torsional shear failure while under cantilever forces. The distal tip for driver lot mi51244 reveals plastic deformation of the hex lobes, which are noticeably twisted in a manner consistent with torsional overloading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver broke off during two different normal spine surgeries. Two screwdrivers broke off during one surgery and one during another surgery + one tip damaged, but did not break off. The bone was not particularly hard.

Manufacturer narrative:
UDI: (B)(4). Two (2) xpdm quick-con si poly scwdrvr were returned for evaluation. An analysis was performed to investigate the fracture of two expedium polyaxial screw drivers (product code: (B)(4). Visual examination at the macroscopic level revealed a fracture located at driver lot mi51244¿s distal tip. The second half of the driver tip was not returned for analysis. Visual examination at the macroscopic level revealed twisting of driver lot mi51244¿s distal tip. An optical image of the distal tip for driver lot mi51244 reveals plastic deformation of the hex lobes. The hex-lobes are noticeably twisted in a manner consistent with torsional overloading. An optical image of the fractured surface for driver lot mi51242 reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip breaking and twisting of the driver cannot be determined with the information provided. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static torsional shear failure while under cantilever forces. The distal tip for driver lot mi51244 reveals plastic deformation of the hex lobes, which are noticeably twisted in a manner consistent with torsional overloading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.